Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2010, the pt had headaches following her new pump implant. The pt had lost a lot of weight and was complaining that pump was pushing up into her ribs and was painful. Within 4-5 days after implant, the pt also had congestive heart failure issues. The pt had 6 previous open heart surgeries, but has not had congestive heart failure in a few years. The pt went to a f/u appointment on (B)(6) 2010 and the physician extracted medication out of the pump and catheter and replaced it with saline; the pump was programmed to 0.00999ml/day. The pt then experienced withdrawal symptoms due to the medication being removed in one day. The pt thought that the saline in her pump was contributing to the congestive heart failure issues. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.